Manufacturer narrative:
Per the tandem user guide, ¿do not expose your pump, transmitter, or sensor to: magnetic resonance imaging (MRI)¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. Reportedly, the transmitter was exposed to magnetic resonance imaging (MRI).